Event description:
Follow up information identified the patient underwent surgical intervention where the ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports he last recharged the ipg (B)(6) 2016 and received stimulation for awhile afterwards. Sjm representative confirmed the issue. Surgical intervention may be pending to address the issue.